Event description:
It was reported that during service and evaluation, it was determined that the moving parts of the trigger of the battery oscillator device did not move smoothly. It was further observed that the device had insufficient/low power and worn bearing. It was further determined that the device failed pretest for check for sticky trigger and check oscillation frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the failures identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.